Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, the instrument did not fire. The surgeon applied another device and resected the malformed staple line. The hosp has reported the pt's condition is satisfactory.